Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer tested on the meter with a result of 3.5 inr. The result from the laboratory within 7 hours was 2.1 inr. The customer's therapeutic range is 2.0 - 3.0 inr. No treatment was necessary. The customer had no symptoms of high inr. No changes were made to the customer's warfarin dose based on the laboratory result. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer is not anemic or polycythemic. The customer does not have antiphospholipid antibodies and is not taking any other anti-coagulants. The customer has limitations on his consumption of greens. The meter and test strips were requested for investigation. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.